Event description:
Covidien received info that due to an 840 ventilator malfunction, the pt was removed from the ventilator. There was no pt harmed or injured as a result of the event. The customer reported to have replaced the o2 sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).